Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes stopper pulled out of tube within a holder. The following information was provided by the initial reported: "the stopper stayed in the holder and caused a blood exposure". Employee followed up with occupational health.

Manufacturer narrative:
Investigation summary bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for stopper pullout with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes stopper pulled out of tube within a holder. The following information was provided by the initial reported: "the stopper stayed in the holder and caused a blood exposure". Employee followed up with occupational health.